Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken wire that was causing the malfunction. The wire was repaired. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a collimator iris pot error message.